Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During an ICD upgrade, externalized conductor was observed near the rv coil. No electrical anomalies were present. The lead remains implanted.